Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the rate/sense and shock channels, oversensing, pacing inhibition with greater than two seconds of asystole, possible loss of capture, and low amplitude measurements. No adverse patient effects were reported. The lead remains in service.